Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the cdh33 stapler did not completely form the staples. They did not get complete donuts so they hand sewn the anastomosis to complete the case. There was no consequence to the pt.